Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for three patients involving synchron lxi 725 system. Subsequent testing of the patient samples on an alternate access system produced lower results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed passing system checks and passing high sensitivity system checks. The fse performed troponin I precision studies and samples reproduced with excellent precision, well below the labeled assay precision claims. The fse did not detect any hardware issues. The fse verified hardware operation and discussed the results with the customer. The unit conformed to the manufacturer's published performance specifications.